Event description:
During a left ureteroscopy a 5f open ended utereral catheter was placed over the guide wire from the acmi 7.0 x 24 uropass stent. When the ureteral catheter was removed from the pt there was slight resistance. The catheter had to be cut off of the guide wire after it was removed because it was so light around the wire. The guide wire met resistance and would not advance to the kidney. The guidewire was pulled out of the pt. The end of the wire was unraveled. A ureteroscope was used and approximately 10 cm of guide wire was discovered to be still in the pt's left ureter. This piece was removed with a grasper and the pt was unharmed.